Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed visual inspection and found a torn septum.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin was leaking on the reservoir compartment and they were not getting insulin. The customer's blood glucose was over 700 mg/dl at the time of incident. The customer's blood glucose was 496 mg/dl at the time of call. The customer stated that they treated the high blood glucose. The reservoir will be returned for analysis.